Event description:
Heal-laa study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. 319 days post index procedure, cardiac computed tomography angiography (cta) examination performed revealed a device related thrombus on the superior aspect of the closure device and laa. At the time of the event, the patient was not on antiplatelet/anti-coagulant medications. The physicians treated the patient by using antiplatelet or anticoagulant medications. No further interventions or patient complications were reported.

Event description:
Heal-laa study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. 319 days post index procedure, cardiac computed tomography angiography (cta) examination performed revealed a device related thrombus on the superior aspect of the closure device and laa. At the time of the event, the patient was not on antiplatelet/anti-coagulant medications. The physicians treated the patient by using antiplatelet or anticoagulant medications. No further interventions or patient complications were reported. It was further reported that the patient started on 81 mg aspirin and 75 mg clopidogrel on the day of implant ((B)(6) 2024). Both were discontinued on (B)(6) 2024 due to gastrointestinal (gi) bleed. The patient restarted aspirin, 325 mg on (B)(6) 2024 but it was discontinued on (B)(6) 2024 and the dosage decreased to 81 mg due to another gi bleed. Aspirin was discontinued on (B)(6) 2024 due to another gi bleed. The subject has a history of gi bleed due to arteriovenous (av) malformation of the small intestine. These bleeds continued after the closure device implant. The cta scan was performed two months after anti-platelet meds were discontinued due to increased risk for thrombus. The device related thrombus (drt) was laminar, and non-mobile. There was a 3mm leak noted at follow up. The medication the patient was started on in response to the drt was apixaban.

Manufacturer narrative:
B5: information added. H6 impact code added: imaging required.

Manufacturer narrative:
B5: information added. H6 evaluation conclusion code updated from cmc-no problem detected to known inherent risk of device.

Event description:
The patient was enrolled in a clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. 319 days post index procedure, cardiac computed tomography angiography (cta) examination performed revealed a device related thrombus on the superior aspect of the closure device and laa. At the time of the event, the patient was not on antiplatelet/anti-coagulant medications. The physicians treated the patient by using antiplatelet or anticoagulant medications. No further interventions or patient complications were reported. It was further reported that the patient started on 81 mg aspirin and 75 mg clopidogrel on the day of implant (B)(6) 2024). Both were discontinued on (B)(6) 2024 due to gastrointestinal (gi) bleed. The patient restarted aspirin, 325 mg on (B)(6) 2024 but it was discontinued on (B)(6) 2024 and the dosage decreased to 81 mg due to another gi bleed. Aspirin was discontinued on (B)(6) 2024 due to another gi bleed. The subject has a history of gi bleed due to arteriovenous (av) malformation of the small intestine. These bleeds continued after the closure device implant. The cta scan was performed two months after anti-platelet meds were discontinued due to increased risk for thrombus. The device related thrombus (drt) was laminar, and non-mobile. There was a 3mm leak noted at follow up. The medication the patient was started on in response to the drt was apixaban. It was further reported on (B)(6) 2025, 412 days post index procedure at the routine 12 month follow up visit, a computed tomography (CT) scan revealed a pedunculated, non-mobile thrombus on the atrial facing surface of the closure device of an unknown size and the largest residual jet size noted around the device was 2mm.